Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video colonoscope mode lec38-i10m is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to a physical damage on the bending rubber. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm.before use during inspection the user found that bending rubber was leaking.